Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the issue of the surgeon console without a left eye image. Both left and right high resolution stereo viewer (hrsv) and the igus cable were replaced, and the issues resolved. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Failure analysis investigation found the lcd, hrsv3 unit failed within 60 days. Isi received a second high-resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Failure analysis investigation found the lcd, hrsv3 unit with no signal in one or both eyes. The complaint of both left and right high resolution stereo viewer failure was confirmed based on the field evaluation and failure analysis, which indicated that the devices did contribute to the customer reported issue. Additionally, isi also received the personality module surgeon console (pmsc) related with this complaint and completed the device evaluation. The unit was returned for failure analysis, but the reported failure could not be replicated nor confirmed. This case was opened to address customer concern with loss of left eye video stream to the ssc. Remotefe error logs do not show any errors related to left eye video loss or personality module surgeon console (pmsc) faults. Fse stated that swapping the pmsc did not resolve the issue on-site. The pmsc was mounted on a pca test system which programmed software, then power cycled 10x without error. System then launched in normal mode at which time endoscope imagery was confirmed to be stable through both ssc eyes. Images were clear, sharp, and free of noise. A pca video I/o test bench was used to test all ports on the video input leaf (vil) and surgeon console leaf (scl) boards - all functioned properly and without interruption. The vil and scl 1 dvi digital video interface (dvi) ports are worn/damaged from use. These boards were replaced.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical with lymphadenectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) clinical sales representative (csr) and stated that there was no left eye image on one of the surgeon side console (ssc). The procedure was completed as planned and there was no report of patient harm due to this event. Per subsequent follow-up received from the csr on 27-sep-2021, the issue was initially identified during a da vinci-assisted partial nephrectomy surgical procedure. The csr stated that full troubleshooting was performed by dvstat on this first procedure and system functionality was checked upon powering on the system with no errors. A hard reset between procedures cleared the issue with the left eye on the affected ssc, but it then returned during the second procedure of the day and has since not been resolved. The surgeon was able to successfully see through the high-resolution stereo viewer (hrsv) using the other console, as it was a dual console system. Field service completed one service call but needs to do further maintenance to resolve the issue. It was confirmed that there was no patient injury due to this incident.